Event description:
Two breast biopsy needles malfunctioned; the first one was not used on the patient and the second one malfunctioned during the biopsy being performed on the patient. This occurred after the breast biopsy system machine became unplugged from the electrical outlet. The system was restarted. After the restart, the machine would not accept the needle on the driver without force. The "clock" would not rotate without resistance. The gears were pushed forward and the driver would still not accept the needle. A second needle was opened. The driver was detached from the machine and put back into the connection. The driver restarted and accepted the new needle. The "clock" rotated and the procedure continued. The needle was entered into the patient and upon the final imaging prior to sampling the needle was not at the 6 o'clock position as the clock indicated. Attempt was made to sample around the clock, but the needle would not turn through the complete clock. The first needle was retained and will be returned to the manufacturer in the near future. The second probe was discarded. The lot number contained in this report pertains to the first biopsy needle (not used on the patient). The lot number for the second biopsy needle (the one that was used on the patient) is not known because packaging was not retained.